Event description:
It was reported that the pump battery was depleting quickly and the pump subsequently shut off. Blood glucose level was impacted (315 mg/dl). The customer plugged the pump in and was able to charge it enough to do a correction bolus. Then the customer disconnected from the pump, due to the charge issue. Later that day, blood glucose level went up to 500 mg/dl. The customer resumed using the pump and blood glucose level came down to 200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.